Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 5/2/2023 section h3: device evaluated by manufacturer: yes. Section h6; component code: based on the investigation results the initially provided code 575 is being updated to 4733. This product is associated with a remedial action recall ID number: 92539. Device evaluation: 1 of the 1 reported vrt-ai phaco pack was returned to jjsv irvine within original packaging confirming the reported lot number. A visual inspection of the returned product reveals the tip of the white irrigation luer was broken off. Visual evaluation results were found not within specifications. The reported event was confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the patient interface. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on investigation results a product malfunction and product deficiency was confirmed. Johnson & johnson surgical vision (jjsv) has initiated a field action related to the veritas advanced infusion packs (p/n: vrt-a/I) due to the potential for the irrigation luer to crack or break. A crack or break of the irrigation luer could lead to reduced irrigation pressure during surgery, associated with an unstable anterior chamber. The lot reported was not part of this recall. Corrective action was implemented at the manufacturing site on march 23, 2023. However the suspect product was manufactured on january 17, 2023, prior to the implementation of corrective actions. Complaints will continue to be monitored and investigated. The lot involved in this event is part of the veritas¿ advanced infusion packs (vrt-ai) and veritas¿ advanced fluidics packs (vrt-af) recall due to the potential for the weld protrusion to be larger than the design specification which could lead to failure during the priming cycle and/or suboptimal vacuum delivered to the phacoemulsification and irrigation/aspiration handpieces during the surgical case. This could result in a delay in surgery and/or longer surgical time, which may result in post-operative ocular sequalae, such as transient corneal edema. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information has been requested but not provided. Information has been requested but not provided. A review of the records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson has been submitted.

Event description:
It was reported that veritas irrigation-aspiration tubing pack had a broken irrigation luer. The luer was broken when disconnecting the phaco tubing from the phaco handpiece and connecting to the irrigation/aspiration handpiece. No additional information was provided.